Event description:
It was reported that the smart pass feature on this device had programmed itself off. An x-ray shows a poor electrode position. Also, the shock impedance was less then 30 ohms. The patient was in a vt storm yesterday and the shocks were effective but the patient kept going back into the rhythm. Technical services requested the session files and x-ray for review. There were no adverse patient effects. The system remains implanted.